Manufacturer narrative:
The t:slim pump user guide indicates that novolog has been tested up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (300-400 mg/dl). Customer treated elevated levels by delivering correction boluses and changing out cartridge/infusion set. Bg levels improved. Customer reported that the cartridge is changed out every 4-5 days. Bg level at the time of report was reported as "fine".